Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety, pain, lymphadenopathy.

Event description:
Patient representative reported left side "patient performed implant placement after daily complaints of pain in the breasts, underwent breast imaging, and identified neoplasm in the left breast, non-nodular echotextural alteration with an established histopathological diagnosis, a lymph node with a focally thickened cortical bone at level 1 on the left and acr bi-rads us category 4. Chemotherapy and radiotherapy treatment was started and the explant was urgently needed as a resolutive measure. Faced with pain and when becoming aware of breast cancer which is not device related, nodules, lymph nodes and their imminent risks. After the onset of symptoms of pain, swelling, and recall of the prostheses, the patient started a panic and anxiety crisis. Device status is unknown.